Event description:
An altitude alarm was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The issue had been previously reported within the past month for the same pump. The customer maintained the pump properly and followed precautions to prevent the alarm. As a resolution, customer technical support (cts) decided to replace the pump and instructed the customer to send the faulty pump back within ten days using a pre-paid label. The customer was also guided on how to put the pump into storage mode before returning it and planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery.